Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. However, the surgeon explained that the bleeding was normal oozing from the staple line and was expected. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analysis (afa) engineer conducted stapler log review and found the following: the logs show that sureform 60 stapler instrument (part #480545-04; lot #t90220321-0101) was installed 9 times and fired 9 reloads (green, blue, white, green, green, blue, white, green, white, in that order). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. An isi sp advanced instruments product manager reviewed a video clip of the reported event and the following was noted: "at the beginning of this clip, the sureform 45 curved tip stapler is clamped on the lung fissure with a green reload, and is ready to fire. The stapler is fired, and the fire completes successfully without any pauses. The stapler automatically unclamps, and the patient side (left side) of the staple line becomes visible. At this time, a small amount of blood is visible at the proximal end of the patient side of the staple line. The surgeon then moved the stapler back, and straightens the wrist before the bedside assist removes the stapler. As the stapler is being straightened and removed, a small amount of blood is visible at the same location (proximal end of the patient side of staple line). As soon as the stapler is fully removed, some more blood is visible along the patient side of the staple line. The surgeon then used his cadiere forceps to pick up gauze, and applies light pressure to the staple line. While maintaining this light pressure on the first staple line with gauze, the same sureform 45 curved tip stapler is brought back into the surgical field with a new blue reload, and is positioned to extend the previous staple line along the fissure. The stapler is successfully clamped, and fired. The fire completes successfully without any pauses. The stapler unclamps, and is then straightened by the surgeon and removed by the bedside assist. As the stapler was unclamping, the surgeon moved the gauze away from the first staple line. After the stapler was removed, the surgeon moved the gauze back to the same location (proximal end of patient side of first staple line) and continued to dab the staple line and check for bleeding. Light bleeding was visible at that location. The surgeon brought in the curved bipolar dissector and activated firefly. The bleeding location did not appear green under firefly. The surgeon then positioned the jaws of the curved bipolar dissector near the bleeding spot, and applied bipolar energy 3 times to the same location. After applying energy, the surgeon dabbed the location with gauze to check for bleeding one more time, and there was no bleeding present from this location. The surgeon then proceeded with their dissection as planned." This complaint is being reported due to the following conclusion: during a da vinci-assisted right upper lobectomy procedure, the surgeon observed light bleeding on the staple line after firing a green sureform 45 reload with a sureform 45 curved-tip stapler instrument on a fissure in the right upper lobe. The surgeon had to apply pressure and energy to control the bleeding that occurred on the proximal end of the first staple line. The surgeon indicated that the bleeding on the staple line was normal and expected.

Event description:
It was reported that during a da vinci-assisted right upper lobectomy procedure, the surgeon used a sureform 45 curved-tip stapler instrument with a green sureform 45 reload installed on a fissure in the right upper lobe (rul). The surgeon encountered some light bleeding and as a result, he applied pressure with gauze (kittners/¿cigars¿). The surgeon subsequently extended this staple line with the same sureform 45 curved-tip stapler instrument and a blue sureform 45 reload. After completing the firing of the blue stapler reload, he used a curved bipolar dissector (cbd) instrument to apply energy to the proximal end of the first staple line to control the bleeding. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that there was nothing to discuss regarding the staple fire as it was normal oozing from a staple line, and there was no issue with the staple fire or the staple line. He stated, "this is surgery. Slight oozing from a staple line is expected. Applying pressure or cautery to address the ooze is common practice."